Event description:
It was reported that the patients implant procedure was aborted due to patients stats and neuro function declining after making laminectomy and making one pass with paddle. Issue was unknown if it was the sedation or technical. Patient is currently doing well, and the lead was discarded per hospital policy.